Event description:
The reporter stated the surgeon attempted to insert a 24.0 se/2.0 diopter toric silicone single piece lens but the lens tore in the injector. There was no pt contact or injury. A different type lens was implanted. The reporter stated the cause of the torn lens was due to the injector or cartridge. The pt's current condition is good.